Event description:
The customer reported that the system displayed a precharge voltage error message on boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. An open connection to the 225 volt batteries was repaired. The system was tested and found to be working as intended and put back into service.